Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant. It was noted that the lead dislodged frequently during implant. The lead was exchanged. There were no adverse impact to the patient. The patient was stable.